Manufacturer narrative:
The sample has been received and is currently under investigation. No information was received regarding who the reporting facility is. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
When withdrawing the guide wire, the needle separated from the stylet and remained in the tip of the extension tubing, blocking blood flow.